Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver displayed error 121. At the time of contact, no injury or medical intervention was reported. The complaint device was returned for evaluation. A visual inspection was performed and found no defects. A review of the receiver data log was performed finding multiple error code failures, confirming the reported complaint. However, a root cause could not be determined.